Event description:
Intellivue rp 5700 central station, server hpg5:yellow o2 sat alarms were not saving to the central monitor (no print or store capability). Initially repaired by biomedical engineering. Settings at central monitor found to be unchecked. Settings were re-checked, but settings unchecked spontaneously without staff intervention. Subsequently, intermittently the red and yellow alarm storage and recording funtions turned off on the central monitor, but the audible alarm still occurred. The bedside monitors were not affected. Vendor came onsite to troubleshoot and repair.